Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that suction events occurred during impella cp support so the p level was adjusted to p4. Oozing was present at the access site and the patient had fever overnight. The pump was explanted. No blood loss was observed from the access site during explant and the patient lost pulses to the leg. The patient was taken to surgery for an embolectomy.

Manufacturer narrative:
No product was returned for investigation. Data logs are not available. The cause of the suction was unable to be determined since product/logs were not returned and insufficient clinical details were provided. The cause of the access site bleeding was unable to be determined since insufficient clinical details were provided. The cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the fever cannot be determined as insufficient clinical details were provided. The device passed all post-sterile inspection checks.